Event description:
It was reported that intra-operatively, the lead was difficult to place and the helix would not extend. The lead was not implanted and an alternative lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix does not extend due to distortion of the conductor in the connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.